Manufacturer narrative:
Additional information was received indicating event date. Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump found the pump to be in good physical condition. Review of device history log identified service due 36 alarm. During functional testing it was found that the pump displayed "pump need maintenance" and ec1310 was observed during power up. This error is displayed when the pump's real time clock battery suggested replacement date is reached. Customer stated issue was confirmed and was able to be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "pump needs maintenance" message. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.